Manufacturer narrative:
One photo was received for quality evaluation. Examination of the photo submitted shows that the tubing at the upper pumping segment is ballooning. The customer complaint of tubing defective / damaged was not confirmed, however, there was ballooning of the tubing. Due to the physical sample not being provided, the root cause for the issue could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that unspecified bd infusion set was expanding. The following information was received by the initial reporter with the following verbatim it was reported by the customer that when infusion was completed rn removed tubing from alaris pump & noted that the tubing had a large pocket of fluid in the tubing where it sits in the channel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.